Event description:
The tip of a 4 fr grosh nxt PICC line fractured and migrated to patient's heart on (B)(6)2010.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr review is not possible, as no manufacturing lot number has been provided by the complainant.